Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to pass a guidewire through an introducer needle is inconclusive due to poor sample condition. One 5 fr triple lumen powerpicc and one 0.018 in. Nitinol guidewire in a plastic hoop were returned for evaluation. An initial visual observation showed use residue on the guidewire and its hoop. No obvious evidence of use was observed on the powerpicc. A microscopic observation revealed a hard translucent white residue on the guidewire at the transition point of the coiled section of the wire and the solid section of the wire. No damage was observed on the guidewire and the distal weld tip was observed to be intact. An attempt was made to pass the returned guidewire through a non-complaint 21 g introducer needle. Some resistance was felt when the section of the guidewire with the hard white residue passed through the hub of the needle, but the entire guidewire was able to pass completely through the 21 g introducer needle. While the guidewire was able to pass through a non-complaint 21 g introducer needle, the state of the original needle used during the alleged event and the conditions surrounding the event are unknown. Because the original introducer needle was not returned for evaluation and the alleged problem could not be reproduced, the complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use. Possible contributing factors of the alleged event include residue buildup on the guidewire and/or within the needle, damaged needle, retraction of the guidewire against the needle, and tortuous vasculature. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a powerpicc kit was opened to complete the placement of the powerpicc to the patient. It was stated the guidewire in the kit could not insert into the introducer needle. The doctor stopped the placement procedure of the powerpicc, and cvc was inserted from internal jugular vein instead of PICC. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a powerpicc kit was opened to complete the placement of the powerpicc to the patient. It was stated the guidewire in the kit could not insert into the introducer needle. The doctor stopped the placement procedure of the powerpicc, and cvc was inserted from internal jugular vein instead of PICC. There was no patient injury reported. 9/14/2018 - returned wire contained foreign material.